Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging the device was not working. The user experienced difficulty in breathing, low oxygen saturation and was hospitalized. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.